Manufacturer narrative:
The previously reported code no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected code because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving baclofen (1500 mcg/ml) at a dose of 200 mcg/day via an implantable pump for an unknown indication for use. On (B)(6) 2015, the pump alarm sounded. The pump was interrogated and logs showed "different motor stall and recovery". The patient did not show any "abstinence symptoms". The hcp would plan a pump replacement soon. The replacement was scheduled for (B)(6) 2015. There were no diagnostics reported. The issue was not resolved at the time of report. Additional information has been requested regarding drug information, actions/interventions taken and explant information, but it was not available at the time of this report.

Event description:
On 2015-11-24, additional information was received from a foreign manufacturer representative (rep). It was reported that pump would be explanted on (B)(6) 2015. The pump would be returned.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found a motor feed thru anomaly; there was shorting across insulator. Analysis of the catheter found a non-significant anomaly; damage occurred at explant. The previously reported conclusion code no longer applies to this event. Applies to the catheter.